Manufacturer narrative:
D10: 304-22-09 - 8.5mm platform fx stem right: (B)(6), 320-10-00 - eq rev tray adapter plate tray +0: (B)(6), 320-15-01 - eq rev glenoid plate: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq revtorque defining screw kit: (B)(6), 320-38-03 - eq rev 38mm humeral liner +2.5: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a female patient, who had a right rtsa, underwent a revision procedure. The patient was sent for pathology assessment on the shoulder. The results came back positive with infection. Intraop findings showed pus on the glenoid prosthesis. All implants were removed and a cement spacer was put in. There was no device breakage or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were provided. The explanted devices are not available for return as they were discarded by the customer. No images were available. No further information.